Event description:
The clinician reports the implant was inserted (B)(6) 2021 ada 4. Details of surgery: sinus perforation and sinus augmentation. On 2022-03-01, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and bleeding. No further patient complications were reported.